Event description:
It was reported that ra lead impedance was increasing, and the physician felt lead was starting to fracture. On (B)(6) 2022, the lead was capped and replaced. The patient was stable.